Event description:
It was reported that post op a laparoscopic splenectomy procedure, the patient was brought back to surgery for a diagnostic laparotomy. At the time of the original surgery the device was fired on the hilum with a white load to remove the spleen; the device fired properly. However post op the patient had hemoglobin of 8 and was experiencing dizziness. During the reoperation, there was bleeding at the staple line and 1000cc of blood was suctioned from the abdominal cavity. One unit of blood and one unit of platelets were given to the patient during the reoperation. The patient pre op diagnosis for the primary procedure was iip preop labs showed a platelet level of 79,000. At the time of reoperation the staple line was sutured, surgiflow and knuknit were used to repair as well. Malformed staples were not noticed during the reoperation. The patient will be admitted. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional followup: 'patient is doing well, recovered fully and released from the hospital. Age and weight unknown, was female. Pre-existing condition was itp-idiopathic thrombocytopenic purpura (a condition that causes low-platelet count)."